Event description:
It was reported that this patient presented to the clinic and had a non-boston scientific device check. Upon examination there was far-field oversensing which resulted in inappropriate anti-tachycardia pacing (atp) therapy. The device was then re-programmed and tachycardia therapy was turned off. The patient will be scheduled for a lead replacement. Subsequently, this lead was surgically abandoned and replaced with another manufactures lead successfully. No additional adverse patient effects were reported.